Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed high, in range lead impedance that was triple the baseline levels. Polarity switching was occurring as a result. The lead is pending replacement. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information revealed that the lead was capped and replaced on (B)(6) 2019. The patient was stable following the procedure.